Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call high blood glucose level of 600 mg/dl and treated with insulin pump. Customer declined high blood glucose troubleshooting. Customer stated that the infusion set had a possible occlusion and would not reconnect at the quick release. Customer changed the reservoir and infusion set completely. Customer reported that infusion set change resolved the issue. The product is not expected to return for analysis.